Manufacturer narrative:
The reported air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an ablation procedure, the agilis introducer was inserted to inject the contrast agent, and the ablation catheter was removed. When attempting to remove air, air was aspirated from the device. The device was replaced and the procedure was completed with no adverse consequences to the patient.